Event description:
It was reported that during surgery, implanting a plate, the surgeon used an awl to prepare the screw hole. When inserting the fixed self drilling screw the surgeon had to reposition the screw. When redirecting the screw the trajectory (tabs on the outside of the female hex) one of the tabs broke off. The broken piece was retrieved and the same sized screw used to complete the surgery. No adverse consequences reported.

Manufacturer narrative:
Method: visual inspection; risk assessment; results: manufacturing files were not reviewed because the lot number was obliterated by the damage on the screw. The stryker rep reported that no drill guides were used. One self drilling screw was confirmed to have fractured head conclusion: the root cause is not using the drill guides as specified.

Event description:
It was reported that during surgery, implanting a plate, the surgeon used an awl to prepare the screw hole. When inserting the fixed self drilling screw the surgeon had to reposition the screw. When redirecting the screw the trajectory (tabs on the outside of the female hex) one of the tabs broke off. The broken piece was retrieved and the same sized screw used to complete the surgery. No adverse consequences reported.